Manufacturer narrative:
No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis of the left eye one day following lasik treatment. The topical steroids were increased. Additional information received; the symptoms resolved four days following onset.